Event description:
In 2008, the sales rep reported that the surgeon was trying to implant the ardis when the inserter came loose and gouged the back of the implant causing the corner to break off. The device was explanted. Add'l info rec'd about 3 weeks later, the sales rep reported that the surgical tech was not familiar with the prod and was assisting in the surgery. The sales rep reported that the inserter was not correctly/fully tightened on the implant leading to them disconnecting. The pt's disc space was collapsed but already fused prior to attempting to implant ardis. The implant disconnecting from the inserter only cause a few minute delay in surgery.

Manufacturer narrative:
Eval is pending.